Event description:
It was reported that multiple occlusion alarms occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. Reportedly, the customer reverted to an alternate method insulin therapy. It was also reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 500 - 550 mg/dl. The customer attempted to address the bg with a manual injection and was treated with intravenous insulin and saline. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.